Event description:
According to the reporter, on (B)(6) 2017, prior to use, the device was unable to fire. Another device was opened and used to complete the procedure. No patient injury has been noted.